Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device will shut off intermittently when moved around. No patient impact or consequences were reported.

Event description:
The customer reported the device will shut off intermittently when moved around. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was investigated. Visual inspection upon receiving revealed no external damages. During functional testing, the device was able to power on using ac and battery power, but had low battery power. The device was able to obtain readings normally when the device was not moved; however, due to an intermittent ac connection and low battery, the device powered off when moved. Internal inspection isolated the failure to a loose ac to dc power supply on the system circuit board, which prevented the unit from charging the battery and caused the unit to power down when moved. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.